Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, there was a difficulty inserting the sheath into the patient. The sheath was removed from the patient. Bleeding occurred when the sheath was removed. It was mentioned that the patient had a tortuous anatomy and the physician was not very skilled in the operation. The case was aborted under general anesthesia. The patient was hospitalized as a result of this event. No further patient complications have been reported as a result of this event.